Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise on the rate/sense channel, which was oversensed, and resulted in inappropriate shocks to the patient. There was no therapy exhaustion. The device was reprogrammed at that time. Then a surgical revision was performed and the patient's rv lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.